Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the alarm. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a motor error alarm from the insulin pump, and that she bumped it into the wall the day before. The customer reported being unable to complete the rewind sequence. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 112 mg/dl. No further information was provided.